Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
During the implant, initial impedance measurement was 1600 ohms. A few minutes later the impedance had increased to 2700 ohms. Flouro image showed that the lead had perforated the heart. The physician repositioned the lead. No blood was seen outside the heart, the patient had stable blood pressure. Post op check showed stable blood pressure and stable lead impedance. Should additional information become available, this file will be updated.